Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. There were multiple proximate causes related to this event. The battery pack was confirmed failing as a result of an electrical failure. The logic board was determined to have an electrical failure as a results of a failed resistor. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
It was found during preventative maintenance that the device had failed components. This reported event and subsequent repairs were investigated through the service repair process. A component on the logic board was replaced, the battery was replaced and preventative maintenance performed. There were multiple proximate causes related to this event. They are as follows: the battery pack was confirmed failing as a result of an electrical failure. The logic board was determined to have an electrical failure as a results of a failed resistor.

Event description:
It was found during preventative maintenance that the device had failed components.